Event description:
It was reported that the device was used during a laparoscopically assisted vaginal hysterectomy. The instrument cut, but did not fire staples. The case was completed using a same like device. There was no patient consequence.